Manufacturer narrative:
Analysis of the implantable infusion pump (s/n (B)(4)) found no anomalies. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial #: (B)(4), implanted: (B)(6) 2016, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 15-mar-2018, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient receiving unknown baclofen 2000 mcg/ml for a unknown total dose via an implantable pump for spinal pain. It was reported the patient had increased spasticity and itching approximately one month ago. The patient experienced baclofen withdrawal. The refill amounts were within normal limits. A dye study was attempted, but was not successful/could not be done because the drug was not able to aspirated from the catheter access port (cap). It was noted that surgical intervention did not occur, but was planned but not yet scheduled. It was noted that the issue was not resolved at time of report and the patients status at time of report was alive-no injury. The patient's weight and medical history were asked and will not be made available. The event date was (B)(6) 2018. No further complications were reported.

Manufacturer narrative:
Concomitant medical products- review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned: product ID 8780, serial# (B)(4), implanted: (B)(6) 2016, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer via a manufacturer representative. It was reported that the patient reported falling and since the fall, he had baclofen withdrawal symptoms and spasticity returning. The fall occurred on his right side. The catheter was unable to be aspirated successfully, so he was sent for a revision on (B)(6) 2019. During revision, it was confirmed that the pump was connected properly. The physician was able to aspirate the catheter and was able to pull back 2ml of cerebrospinal fluid (csf). The physician decided she would replace the pump since the catheter was patent. The issue was resolved and the patient was "alive - no injury." There were no further complications reported at this time.